Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose level was 172 mg/dl. No additional information was provided. Customer declined to complete troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.